Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported she had elevated blood glucose readings on more than 6 times over a period of 6-8 months. She stated she would wake up with readings in the 400's mg/dl with her normal range being less than 150 mg/dl. Symptoms were dry mouth and a "terrified feeling." She stated she corrected her readings bolusing insulin. She said her readings have returned to normal and she has had no issues for the past 6 weeks. No product was requested to be returned for evaluation.